Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cholecystectomy procedure, when the absorbable ligation clip and the reusable single applier were used to ligate the blood vessels and bile ducts, part of the clip body fell off. After discovering that part of the clip body had fallen off, the fallen clip body was immediately removed and the absorbable ligation clip was replaced. There was no patient injury.